Manufacturer narrative:
Based on the provided images, it is likely that the root cause of the failure was that the applied torsional force or combination of torsional and bending stresses exceeded the mechanical strength of the subject device, resulting in the t-25 distal tip to fracture. This excessive torsional force may have been contributed to by several factors, including the patient's dense bone quality, inserting the screw without a pilot hole or tapping, or a combination of these factors.

Event description:
It was stated that, "the part broke as the doctor was using it to tighten a screw when installing the plate. I couldn't see inside the patient when it happened but I did see him attempt to tighten the screw and heard a snap as the driver tip broke."